Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported stent dislodgment was confirmed. A review of the lot history record revealed no associated non-conformances that would have caused or contributed to the reported event. A query/review of the electronic complaint handling database revealed no other similar incidents reported from this lot. It should be noted the multi-link 8 instructions for use (IFU) states: prior to using the multi-link 8 coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that using a radial artery access approach during a procedure of the unspecified vessel the 2.25 x 12 mm multilink 8 stent delivery system (sds) was delivered to the site; however, the stent implant was noted to be missing off the balloon. The stent implant was located within the protective sheath outside the anatomy. The device was removed from the anatomy without issue. A second 2.5 x 12 mm multilink 8 sds was used in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Event description:
Subsequent information received revealed the multilink 8 stent delivery system (sds) was a 2.5 x 12 mm. No additional information was provided.